Manufacturer narrative:
The blower motor assembly was returned for analysis. Visual inspection of the returned part revealed no anomalies. A failure investigation (fi) technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue of device shutdown and high blower temperature. The fi technician verified that the device shut down and had high blower temperature. The fi found that the vcc failed on the measurement test. All other testing passed.

Event description:
The customer reported that the ventilator shuts down when it is on for 2 or 3 days it shuts off. The customer reported that this may be due to the ec 1002 issue that is indicating that the blower temperature is too high. The device issue was discovered during clinical use while providing treatment a patient. The patient was transferred to another ventilator. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. Additionally, the fse confirmed the occurrence of the reported issue via the 1102 error, however, was not able to duplicate the reported issue. The customer has cleaned the filters, however, that has not resolved the issue. Therefore, the fse replaced the blower and ran the performance verification test. The device was reported to have been repaired. No other anomalies were reported.